Manufacturer narrative:
It was reported that the connection between syringe and spinal needles were insufficient, when injecting contrast solution, the connection failed resulting in contrast solution being sprayed onto patient. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the connection between syringe and spinal needles were insufficient, when injecting contrast solution, the connection failed resulting in contrast solution being sprayed onto patient.